Event description:
Diagnosed with toxic cobalt metallosis most likely resulting from a stryker lfit v40 femoral hip replacement in 2015. Cobalt level was 7.4ug/l vs a .1 to .8 suggested safe range. Many side effects which could also include the reason for my chronic kidney disease. Also had xray, MRI and CT scans. Previous cobalt plasma test was 6.8ug/l 2 weeks prior.